Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent, damage and removal difficulty occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The 2.5 x 20mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The physician attempted to withdraw the sds into the unspecified sheath, but was unable to. The unspecified guide catheter and sds were removed together from the patient and the proximal edge of the stent was noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: initial visual examination identified proximal stent strut damage. The device was returned inside the guide catheter and the stent was wedged into the tip of the sheath. The proximal edge of the stent was bunched up due to the stent becoming caught on the edge of the guide catheter. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage was noted with the visible section of the hypotube/shaft. The stent delivery system could not be removed from the sheath due to the extent of the damage present. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage and removal difficulty occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The 2.5 x 20mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The physician attempted to withdraw the sds into the unspecified sheath, but was unable to. The unspecified guide catheter and sds were removed together from the patient and the proximal edge of the stent was noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.